Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2007. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot numbers are 624473 and 624497. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on (B)(6) 2009. This is a list of my side effects and symptoms that I have experienced due to essure: heavier menstrual periods with significant clotting, nocturia, increased frequency of urination, hashimoto's thyroiditis (diagnosed (B)(6) 2010), dry skin, weight gain, hair loss, night sweats, forgetfulness, insomnia, irritation after intercourse, painful menstrual cramping, dental bone loss, joint pain, itchy skin, anxiety, depression, metallic taste in mouth, bilateral breast cysts, extreme fatigue, headaches, symptoms of irritable bowel syndrome, gluten sensitivity, bloating, occasional incontinence, panic attacks, gingivitis, loss of libido, anorgasmia, and inability to concentrate or brain fog. I have been seen and treated by four different doctors. I have been diagnosed with the following conditions: hashimoto's thyroiditis, anxiety and depression, ibs, tmj, gingivitis, plantar fasciitis, and heel spurs. The device is still inside of me at this time.